Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l79089, implanted: (B)(6) 2000, product type: catheter; product ID 8575, lot# n059016, implanted: (B)(6) 2006, product type: accessory; product ID neu_pouch_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
It was reported that the patient had their pump removed in 2014 (the exact date was unknown), and it was unknown if the device was replaced. It was also reported that the patient had developed a wound issue after their "replacement in 2014". The patient returned to the or (operating room) on (B)(6) 2014 for revision of the wound, and the old device pouch and spinal catheter were removed at that time. No diagnostic testing or troubleshooting was performed, as it was not required. The patient symptoms included erosion at the device pocket, also reported as erosion at ¿the old pocket site¿. As of the date of the report, the patient¿s status was alive with no injury. The pump was being used to deliver an unknown drug. The patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the system was being used to deliver lioresal. The patient had a pump erosion and no other symptoms. However, skin erosion was noted as a sign or symptom of infection. The device was removed due to a pocket erosion. There was evidence of lingering dacron pouch near the surface of the skin that may have caused skin healing issues. There was no catheter issue or drug event. No troubleshooting, intervention, or other actions were taken to resolve the event. Perioperative antibiotics were administered. At the time of the follow-up report the patient had not pump and was struggling with spasticity control. The patient remained with a tracheotomy tube since explant.